Event description:
Per surgeon's notes: patient brought to the operating suite. A timeout was performed. Preop imaging was reviewed and visible. Antibiotics were administered and anesthesia given. Patient was prepped and draped in sterile fashion. A stone was identified in the proximal ureter which was impacted. A stone extractor was used at this point. Stone extractor basket tip was detached during the procedure, but the surgeon was able to retrieve the tip out. A laser fiber was used to dust and fragment the stone; the fragments were removed in sequence and sent for composition. No further incident occurred until the procedure was completed. No patient harm.